Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer for analysis. Functional testing determined that all three cables in the returned kit were found to be in good condition with no apparent physical damage. All three passed a continuity test with no opens or shorts detected. The bulkhead connector also had no damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that after uncrating the demo system, the camera would not connect. Poe had a red led. Technical service had the clinical specialist bypass the camera to poe network chain with a separate network cable and issue was resolved. No patient present.